Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. The device history record was unable to be reviewed as no lot/serial information was provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the balloon detachment was use error. The balloon might have not deflated completely when the endoscope was withdrawn from the patient. Additionally, it was reported the balloon was not lubricated. The event can be detected/prevented by following the instructions for use which state: ¿instruction manual (bf-uc190f, drawing number rc8193: revision number 2) ¿ never tie both ends of the balloon with sterile cotton thread. This may cause the balloon to rupture or come off the distal end of the endoscope when over-inflated. This can result in patient injury. ¿ always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. ¿ deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury. ¿ never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ¿ deflate the balloon and keep the endoscopic ultrasound center in the freeze mode, except during ultrasound observation. ¿ if the balloon does not deflate even when the extension tube is removed from the endoscope, insert the channel cleaning brush (bw-7b) into the irrigation port to remove debris. The balloon will be automatically deflated.¿ olympus will continue to monitor field performance for this device.

Event description:
A nurse reported to olympus, when using an ultrasound bronchofiberscope, a balloon was applied by a senior nursing staff prior to insertion into the patient. It was noted that the balloon partially came off from the ultrasound tip. It stayed on the scope at the top/nipple part. This occurred twice, and a few weeks ago. The event occurred during a diagnostic linear endobronchial ultrasound (ebus) bronchoscopy. There was a 10-minute delay to reattach the balloon back onto the scope, while the patient was under general anesthesia. The procedure was completed using the subject device. The balloon was not lubricated, and it was attached using a balloon applicator. There was no report of patient harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded. Therefore, the reported phenomenon and condition of the device could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.